Event description:
A customer reported that an abo mistype occurred on the galileo.

Manufacturer narrative:
A review of the image files showed that the anti-b test well appeared to contain a fibrinous cellular clot and not agglutination. The unexpected reactivity appeared to be a sample-related issue.